Event description:
Ous MDR - after an implantation duration of approx. 44 months, the lead and the pacemaker were replaced due to oversensing. The lead was capped on (B)(6) 2017.

Manufacturer narrative:
The lead was not returned for an analysis. Therefore, this report refers only to the pacemaker analysis. Upon receipt, the pacemaker was interrogated properly and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 75 percent which is as expected after an implantation duration of 45 months. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The available iegm was analyzed confirming the clinical observation. The root cause, however, was not determinable. It cannot be excluded that the ventricular lead may have contributed to the observation. The analysis of the pacemaker did not reveal any sign of a material or manufacturing problem.